Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
During in-house testing this device did not alarm as expected. There was no patient involvement.